Manufacturer narrative:
The investigation is ongoing; results will be provided in a follow up-report.

Event description:
It was reported by the customer that the ventilator did not alarm and the patient passed away.

Manufacturer narrative:
The affected device was tested by draeger service on-site. A test of all alarming functionalities showed no deviation and a test ventilation using the exact settings as set during the event worked as specified. The log files were analyzed by the technical department of the manufacturer based on the reported time of the event (night between (B)(6) shortly after midnight). The log entries show that several ventilation-related alarms were generated during that time including: ¿disconnection?¿, ¿mv low¿, ¿vt high¿, ¿airway pressure high¿ and ¿pressure limited! Vt not reached.¿ additionally, at 12:39 am a user was present at the device and changed the o2 concentration from 70% to 100%. Analysis of the log entries gives no indication of a device malfunction. It can be concluded that the device worked as specified, performed a ventilation according to the set parameters and, other than reported, generated several alarms during the event.

Event description:
Please refer to the initial report.